Event description:
On (B)(6) 2011, pt reported the up button on the infusion device does not function correctly. This was first noticed 3 weeks ago when pt tried to bolus. Pt has used this infusion device since 2007 and boluses 3-4 times per day. The button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.